Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implantation utilizing an unknown flexnav delivery system. The patient presented with atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Once the non-abbott guidewire was advanced into the left ventricle the patient developed left bundle branch block (lbbb). When the navitor was advancing, the patient developed completed atrioventricular block before the valve crossed the annulus. The patient remained in a paced rhythm and hemodynamically stable. The valve was then implanted successfully at a 4mm with minimal paravalvular leak. Patient was transferred to coronary care unit with temporary pacing. A permanent pacemaker was then implanted. The patient was discharged on (B)(6) 2023. There was no clinically significant delay in the implant procedure. There was no reported malfunction of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of parivalvular leak and complete heart block was reported. The patient's medical history included severe as, cad, nsemi 2016, paf, hypertension, hypothyroidism, obesity, hodgkin's disease. Information from field indicated that the patient presented with atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Once the non-abbott guidewire was advanced into the left ventricle the patient developed left bundle branch block (lbbb). When the navitor was advancing, the patient developed completed atrioventricular block before the valve crossed the annulus. The patient remained in a paced rhythm and hemodynamically stable. The valve was implanted successfully at a 4mm with minimal paravalvular leak. Patient was transferred to coronary care unit with temporary pacing. A permanent pacemaker was then implanted. Then, the patient was discharged. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 20 october 2023, a 29mm navitor valve was chosen for implantation utilizing an unknown flexnav delivery system. The patient presented with atrial fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Once the non-abbott guidewire was advanced into the left ventricle the patient developed left bundle branch block (lbbb). When the navitor was advancing, the patient developed completed atrioventricular block before the valve crossed the annulus. The patient remained in a paced rhythm and hemodynamically stable. The valve was then implanted successfully at a 4mm with minimal paravalvular leak. Patient was transferred to coronary care unit with temporary pacing. A permanent pacemaker was then implanted. The patient was discharged on (B)(6) 2023. There was no clinically significant delay in the implant procedure. There was no reported malfunction of the device.